Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electro surgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
An inoperable ipg was reported to abbott. Trouble shooting steps could not resolve the issue. The ipg remains implanted and has not been returned for evaluation; however, clinician programmer logs were received. The logs show that the cp cannot maintain a bluetooth connection due to the ipg being in an unrecoverable state known as ¿service app¿. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. To avoid harming the patient or damaging the neurostimulation system, the ipg will go into "service app" mode. Based on the event details and implant logs, the issue encountered is consistent with allowing the ipg to come into close proximity to electrosurgical devices. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
H3 -updated to serious injury.

Event description:
Additional information received indicated that patient underwent surgical intervention wherein the ipg was explanted.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg ) inoperable when exposed to monopolar electro surgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that during a new implant procedure, ipg would not connect to the patient controller or clinician programmer after being implanted on (B)(6) 2019. The representative reported that the ipg was connected to the programmer intra-op, but could not connect at post-op. At post-op, the clinician programmer displayed "a problem was found with the generator that cannot be repaired." The generator is suspected to be in service application mode. The representative stated that the generator was set to surgery mode prior to the procedure. Troubleshooting was unsuccessful in resolving the issue. The programmer logs confirm the ipg was in the unresponsive / service app mode when attempting to connect to the ipg at post-op. The ipg was deemed inoperable.